Event description:
Boston scientific neurovascular became aware of an event in which no distal tip was noted on the subject device during preparation. The operation went successful with a different unit.